Manufacturer narrative:
Device was received with missing segments/partial display due to cracked lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen of the insulin pump had scratches on it and then the screen itself was all white. Customer¿s blood glucose level was 160 mg/dl. Customer reported that the display was solid white and no report of pump screen flashing when screen was turned on after being in sleep mode. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.